Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: reporter name: unknown, information not provided. Section e1: initial reporter: address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of a preloaded toric intraocular lens, a crack was found in the lens optics. The patient experienced stimulation, rings, glare, and visual field disturbances. Additional information indicated that the lens remained implanted, and no further visual issues were reported. No further information was provided.